Manufacturer narrative:
H3 other text: device not returned to manufacturer.

Event description:
The manufacturer received information regarding a dreamstation ht humidifier. The manufacturer received information alleging cancer and the patient passed away. The manufacturer was made aware of this complaint through a representative of the customer. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.